Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s father, contacted animas and alleged the following: patient was admitted to ER for ketoacidosis on (B)(6) 2013 and is currently in the ICU. On (B)(6) 2013 patient started vomiting and had a blood glucose (bg) level in the 200 mg/dl , could not recall exact numbers. Father stated on (B)(6) 2013, bgs were high, does not know value, and patient was vomiting no other symptoms. On (B)(6) 2013, patient was again vomiting with no other symptoms. Father stated bg was 400 mg/dl , vomiting, no other symptoms, before going to the ER on (B)(6) 2013. At the hospital patient was put on insulin drip, bg went down, taken off drip, put back on pump and bg went up to 400 mg/dl. The hospital staff used same site that was in since (B)(6) 2013. Patient is on pump currently, 4pm (B)(6) 2013, has been on pump since 2am (B)(6) 2013, bg is 90 mg/dl with no symptoms. Patient stated he is using pump like he usually does, only bolusing for meals. Has not changed site since (B)(6) 2013, prior to that last site change was on (B)(6) 2013. Patient was being discharged. Patient stated at hospital while on the phone with customer support (cs), the screen went blank, he inserted a new battery to get screen back, stated he had to confirm time and date. The user guide stated that the time and date must be confirmed after a battery change. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.